Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that displayed "low" on the continuous glucose monitor. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address low bg. Customer updated their pump settings to address the event.